Event description:
Anterior cervical plate and screw removed. Status post c4-7 fusion with screw dislodgement. Questionable plate failure, questionable screw failure, or questionable surgeon problem. This report was prepared pursuant to the requirements of the smda, is inadmissable as evidence, and is not admission of liability.